Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be performed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection was performed by trouble shooting the receiver and battery. The customer complaint was confirmed during the interior inspection. The root cause was determined to be a defective component in the receivers printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed "spi x action 1" error message in the upper left hand corner of blank screen after a paperclip reset. No additional event or patient information is available.